Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There were no reported device issues associated with the event. A follow-up MDR will be submitted if additional information is obtained. Per an intuitive surgical, inc. (Isi) advanced failure engineer, a system log review could not be performed because the system logs were not available.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the anesthesiologist noted that the patient developed a st segment elevation. The patient was reported to be stable during the entire procedure. Cardiology and the anesthesia team were called in to evaluate the patient. The patient ended up being extubated and the procedure was aborted. Myocardial infarction was suspected but not confirmed. The physician believed that it could be from ischemia from previous radiation treatment. The cardiologist believed that previous radiation to the left lung may have contributed to coronary disease. The patient was reported to be stable and would be undergoing heart catheterization. A 21g and 23g flexision needles and cryobiopsy was used during the procedure. The lesion was in the left upper lobe. There were no device issues associated with the event. Follow-up was made with the physician, and it was reported that the st segment elevation was not a myocardial infarction; left heart catheterization did not reveal any significant findings. The physician believed that the st segment elevation was due to stress from anesthesia which led to coronary vasospasm. The patient did not have any comorbid conditions that might have caused or contributed to the event. It was thought that the st segment elevation would have likely occurred via another modality. The patient stayed in the hospital overnight and was discharged home the next day.